Manufacturer narrative:
Updated/corrected data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that prior to the revision of the medtronic transcatheter valve, the doppler pressure mean gradient measured 41 millimeters of mercury (mm hg). Following the revision with the non-medtronic valves with simultaneous doppler the final hemodynamic mean gradient measured 3 mmhg.

Manufacturer narrative:
Continuation of d10: other medical products in use during the event include: non-medtronic product ID: unknown manufacturer transcatheter bioprosthetic aortic valve; serial #: unknown; ubd: unknown; implant date: (B)(6) 2025. Non-medtronic product ID: unknown, manufacturer transcatheter bioprosthetic aortic valve; serial #: unknown; ubd: unknown; implant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported approximately ten years, seven months following implant of a medtronic transcatheter aortic bioprosthetic valve (tav) (model and serial numbers unknown) a multi-detector computed tomography (CT) was performed. Structural valve deterioration was reported; predominant aortic stenosis with severe hemodynamic valve deterioration was the primary mode of valve failure. This was characterized by an increase in mean gradient of >=20mm hg from baseline and a mean gradient of >=30mm hg. The patient was enrolled in a clinical study with existing, baseline valve failure to determine whether a redo-transcatheter aortic valve replacement (tavr) procedure, valve-in-valve, was appropriate. Twenty-two days after the CT was performed, the patient was treated with re-intervention for the failed tav. The redo tavr was performed via percutaneous access at the right femoral artery. A non-medtronic valve (manufacturer unknown) was implanted; however, for reasons unknown, a second non-medtronic valve (manufacturer unknown) was also implanted, resulting in a total of three valves. No patient complications were reported as a result of this event.